Event description:
It was reported that the health care professional (hcp) had called in querying about the atrial tachy response (atr) events. There were concerns if the patient was in true atrial fibrillation (af) or noise. Also, it was suspected that there could be right atrial (ra) lead fracture. The patient has been anticoagulated and now re-evaluation will be performed to check if there really was a need for anticoagulation. Technical services (ts) reviewed and stated that the ra lead fracture appeared to have been identified by the device with two signal artifact monitor (sam) events, showing noise on the atrial channel and pacing impedance measurements were measuring greater than 3000 ohms. After these events a mechanical intermittent noise appeared on the atrial channel. There was far field signal on the atrial channel of ventricular activity falling in the blanking and was counted by atr algorithm. Ts recommended to consider investigating on the ra lead through x rays. This ra lead remains in service. No adverse patient effects were reported.